Event description:
Report received of inaccurate flow rate. It was reported that the pump was returned from clinical service with a note attached that stated "inaccurate flow or rate". There was no tracking info (nurse, pt, location) included on the note. There was no incident report generated with the pump's serial number. Though requested, there was no further info available.